Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer successfully reset the pump with guidance from technical support, and the sensor session was successfully started without the cgm error reappearing.